Manufacturer narrative:
(B)(4).

Event description:
It was reported that on the x-rays, externalized conductors were observed. All the measurements were normal. The physician decided to keep the lead implanted and monitor the patient. No further information was provided.